Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain, generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who underwent primary breast augmentation as part of a study with two 400cc mentor memorygel breast implants, suffered mastodynia: pain in breasts, back pain, neck pain, shoulder pain, problems with hip and knees - extra weight is too much, post-procedure. The pain reportedly started six years before and has gotten severe in the part three years. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2020. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On october 27, 2020, the mentor failure analysis lab received the device for evaluation. On november 9, 2020, the product investigation was completed. Device investigation summary: during the visual evaluation, bubbles were observed on the returned device. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness. Trends for all complaints of systemic disease and/or responses will continue to be monitored by mentor quality assurance. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).